Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed. This report is associated with 1819470-2020-00053 since there is more than one device implicated.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned approximately a (B)(6) year-old elderly male patient of an unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100 u/ml) from a cartridge via a reusable device humapen, unknown device and humapen ergo ii, at an unknown dose and frequency subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. He started humapen ergo ii approximately in in 2013 or 2014, which was also considered as improper use. On an unknown date while taking human insulin isophane suspension 70%/human insulin 30% treatment he had blood glucose was high with fasting blood glucose was at 11.2 (units and reference range not provided) for which he was hospitalized. Approximately in 2020 he was discharged from the hospital. He was also sweating a lot due to humapen ergo ii issue (B)(4); lot : 1309d01), however specific issue and reason not provided. He also had issue with his first humapen, unknown device (B)(4); lot: unknown) also specific issue and reason not provided. Since unspecified date, he had an unspecified heart disease. Information regarding further hospitalization details, corrective treatments and outcome of the events was not provided. Human insulin isophane suspension 70%/human insulin 30% treatment was continued. The operator of humapen, unknown device and humapen ergo ii was unknown and his/her training status was not provided. The general model duration of use and suspect device humapen, unknown device durations of use were not provided. The general model humapen ergo ii duration of use was not provided and the suspect humapen ergo ii duration of use was approximately seven or six years as it was started approximately in 2013 or 2014. The action taken with humapen, unknown device was not provided however patient continued to use the humapen ergo ii and their return status was not reported. The reporting consumer did not provide any opinion on relatedness assessment between the events and human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer related the event of sweating to the humapen ergo ii device issue and did not provide relatedness assessment between the remaining events and humapen ergo ii device and all the events and humapen, unknown device. Update 12-may-2020: both the information received on 08-may-2020, 11-may-2020 and 13-may-2020 was processed together. Update 14-may-2020: additional information received from the quality department on 11-may-2020. Product complaint numbers (B)(4) were received again, however they were processed since the initial version. Upon review of initial information, narrative was updated with information regarding heart disease. Edit 15may2020: updated medwatch and (B)(6) fields for expedited device reporting. No new information added. Update 18may2020: additional information received on 18may2020 from global product complaint database. Changed the lot number from unknown to 1309d01 for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerned approximately a 60-70-year-old elderly male patient of an unknown origin. Medical history and concomitant medications were not provided. The patient received human insulin isophane suspension 70%/human insulin 30% (rdna origin) injections (humulin 70/30, 100 u/ml) from a cartridge via a reusable device humapen, unknown device and humapen ergo ii, at an unknown dose and frequency subcutaneously for the treatment of diabetes mellitus, beginning on an unknown date. He started humapen ergo ii approximately in in 2013 or 2014, which was also considered as improper use. On an unknown date while taking human insulin isophane suspension 70%/human insulin 30% treatment he had blood glucose was high with fasting blood glucose was at 11.2 (units and reference range not provided) for which he was hospitalized. Approximately in 2020 he was discharged from the hospital. He was also sweating a lot due to humapen ergo ii issue ((B)(4); lot : 1309d01), however specific issue and reason not provided. He also had issue with his first humapen, unknown device ((B)(4); lot: unknown) also specific issue and reason not provided. Since unspecified date, he had an unspecified heart disease. Information regarding further hospitalization details, corrective treatments and outcome of the events was not provided. Human insulin isophane suspension 70%/human insulin 30% treatment was continued. The operator of humapen, unknown device and humapen ergo ii was unknown and his/her training status was not provided. The general model duration of use and suspect device humapen, unknown device durations of use were not provided. The general model humapen ergo ii duration of use was not provided and the suspect humapen ergo ii duration of use was approximately seven or six years as it was started approximately in 2013 or 2014. The action taken with humapen, unknown device was not provided however patient continued to use the humapen ergo ii and their return status was not reported. The reporting consumer did not provide any opinion on relatedness assessment between the events and human insulin isophane suspension 70%/human insulin 30% drug. The reporting consumer related the event of sweating to the humapen ergo ii device issue and did not provide relatedness assessment between the remaining events and humapen ergo ii device and all the events and humapen, unknown device. Update 12-may-2020: both the information received on 08-may-2020, 11-may-2020 and 13-may-2020 was processed together. Update 14-may-2020: additional information received from the quality department on 11-may-2020. Product complaint numbers (B)(4) were received again, however they were processed since the initial version. Upon review of initial information, narrative was updated with information regarding heart disease. Edit 15may2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Update 18may2020: additional information received on 18may2020 from global product complaint database. Changed the lot number from unknown to 1309d01 for product complaint (B)(4) relating to the humapen ergo ii device. Corresponding fields and narrative updated accordingly. Update 29jun2020: additional information received on 25jun2020 from the global product complaint database. Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields, malfunction from unknown to no, and device return status to returned to manufacturer. Added the date of manufacture and date returned to manufacturer for the suspect device associated with (B)(4). Entered the device specific safety summary (dsss). Updated the medwatch and european and canadian (EU/ca) device fields for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly. Update 30jun2020: additional information received on 25jun2020 from the global product complaint database. No new information was added.

Manufacturer narrative:
B.5. Narrative field; new updated and corrected information is referenced within the update statements in b.5. Please refer to statement dated 26jun2020 in the b.5. Field. No further follow up is planned. This report is associated with 1819470-2020-00053 since there is more than one device implicated. Evaluation summary: a male patient reported that his humapen (unknown device type) device had an unspecified malfunction. The patient experienced increased blood glucose. The device was not returned to the manufacturer for investigation (batch number unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. There is no evidence of improper use or storage.